Event description:
It was reported that the patient had undergone a replacement for a "faulty catheter". It was further indicated that "before surgery patient had gone through numerous tests to ensure that the pain she had experienced was due to a faulty pump or catheter". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731sc, (B)(4), implanted: 2009-(B)(6), explanted: 2011-(B)(6).